Manufacturer narrative:
Not returned.

Event description:
Allegedly, during a turbt procedure the doctor noted that the ceramic beak broke off the distal end of the instrument and fell into the patient. The doctor attempted to remove the broken piece but as he grabbed the piece, the ceramic beak continued to break apart. The doctor immediately replaced the instrument and removed all broken pieces. The hospital reports that the procedure was completed with no delay and no serious injury to the patient.

Manufacturer narrative:
The instrument had not returned for evaluation at the time the MDR was filed. The device has returned now and the evaluation is available. The ceramic beak broke off the distal end of the instrument. The instrument has a date code of bb (02/08) and it has been in use for approximately 8 years. Damage is consistent with wear of long use.